Event description:
Patient had loose acetabular component. Doctor revised the patient's left hip. Tritanium revision.

Manufacturer narrative:
An event regarding acetabular loosening involving a vitalock solid-back shell 50mm was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no items were received. -medical records received and evaluation: not performed as no medical records were received. -device history review: indicated all devices accepted into final stock met specifications. -complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because no device or medical records were provided for evaluation. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient had loose acetabular component. Doctor revised the patient's left hip. Tritanium revision.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.